Manufacturer narrative:
The allegation is against 1 of two products. However, it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000104547.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on 1 lead following a motor vehicle accident. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced with a single paddle lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.